Event description:
The helical blade went through the femoral head and into the acetabular area about 1cm. Surgeon had to revise. The surgeon believes that the femoral head collapsed allowing the blade to protrude through. During revision surgery, surgeon implanted another helical blade augmented with bone cement.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.